Event description:
According to the reporter, during a kidney transplant, after usage of the reload on the renal artery and vein, the surgeon released the kidney from the donor; unfortunately, there was massive bleeding from the artery at the staple line. The surgeon noticed that during clamping the artery and after pressing the green button to start firing, the artery was still moving between the jaws of the cartilage and not compressed properly between the jaws. The procedure was converted into an open surgery to control the bleeding, and hand sewing was done with the application of a hemoclip. Also, the procedure was extended by not less than six hours. It was also noted that the surgeon noticed the part of the artery had staples and at the corner of the artery it did not have staples, and this was the side of bleeding, and the stapling was intact at the specimen side. The patient was secured after controlling the bleeding but pushed for ICU for close monitoring.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.